Manufacturer narrative:
Patient codes: 3189 - surgical intervention. Additional information: age or date of birth, other relevant history, explant date. Additional event narrative: it was reported that the patient underwent a hernia repair surgery on (B)(6) 2012 due to abdominal pain and adhesions. Mwr-25032019-0000378352 submitted for adverse event which occurred on (B)(6) 2012. Mwr-25032019-0000378389 submitted for adverse event which occurred on (B)(6) 2017.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2011 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.